Event description:
It was reported that during advancement, a nc trek balloon dilatation catheter (4x15 mm) felt resistance with the inside of the non-abbott guiding catheter and blood leaked into the indeflator. The nc trek balloon dilatation catheter (4x15 mm) was removed without difficulties and upon removal of the nc trek balloon dilatation catheter (4x15 mm), the balloon was noted to be torn. Another non-abbott balloon was used to complete the procedure. There was no adverse patient effect or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.guide wire: runthrough, sion,guide cath: radiguide 6f, il3.5.the device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon tear could not be confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.